Event description:
It was reported that the atrial arrhythmia burden alert was seen and presenting electrogram (egm) showed an atrial arrhythmia in progress. There was also reported undersensing of a fine atrial fibrillation (af) noted on the electrogram (egm). No adverse patient effects were reported. The device remains implanted.